Event description:
Boston scientific received information that during a routine implant procedure, the new device and right ventricular (rv) lead displayed a shocking impedance measurement of greater than 125 ohms while the device was in the pocket. Technical services discussed recommendations. The boston scientific sales representative confirmed that connections were re-checked and the pocket was wet. Following a successful defibrillation threshold testing (dft), shock impedances were still greater than 125 ohms. Again, technical services discussed recommendations, however, the sales representative reported that the lead had already been explanted and replaced. The device remained implanted with no further complications. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Visual inspection confirmed set screw marks noted on all terminal connectors, however, no obvious signs of a set screw mark was noted on the is-1 terminal ring, however, drag lines were present, likely from the spring connection. Further testing of the lead confirmed it to be electrically continuous.